Event description:
The uretero-reno videoscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, angulation rod is jammed, no angulation was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since corrosion was observed in the control section, it is presumed that the event occurred due to the components seizing up as a result of rust. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.